Event description:
It was reported that the device had infused more than what the pump had indicated. There was patient involvement.

Manufacturer narrative:
B3: date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D3 - mfg establishment name and h6. Codes: updated. Device evaluation: unable to confirm the complaint due to the device not being returned. Based on the information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis. Service history review could not be performed as the device serial number was unknown.